Event description:
Pt was undergoing an adenosine test and developed bronchospasm. They needed assistance of a hand rescusitation bag for breathing. The first bag used had a defective valve. Second bag was readily available for use. Pt was successfully resuscitated within 24 hours.